Event description:
Customer's mother reports that customer received a no delivery and motor error alarm. Customer's blood glucose was 400 mg/dl, which was treated with a bolus delivery. Customer was away at school, therefore troubleshooting could not be done. Customer's mother was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked reservoir tube and tube lip and window, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.